Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 3mm distal from the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The reported information indicates the device was inflated to 16atm; therefore, there is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was first inflated at 12 atmospheres for 20 seconds; however, upon the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 5.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. The balloon was first inflated at 12 atmospheres for 20 seconds; however, upon the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 5.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.